Event description:
It was reported that upon inspection,after usage, sales rep noted that the ankle clamp was broken.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: the tibial alignment ankle clamp fractured at the base. The device was manufactured to revision g of the product drawing. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors. -device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. CAPA was opened to perform a root cause investigation and determine corrective action. Root cause was determined to be design related; the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.

Event description:
It was reported that upon inspection, after usage, sales rep noted that the ankle clamp was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.